Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 52 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 109 mg/dl. Customer was advised the threshold suspend limit was set up at 60 mg/dl. Troubleshooting was done. The customer turned the sensor off and back on. She was advised about the recommended insertion and calibration process. Customer was advised to monitor the sensor and replace if it does not recover. The customer mentioned she lost 10 pounds recently and has had issues with the sensors lately. She was advised to speak to the doctor about insertion sites.